Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The home patient (hp) stated he became disconnected from the hc during therapy and solution leaked everywhere. The hp stated he reconnected again and put tape around the transfer set to prevent it from being disconnected again. The technical service representative (tsr) advised the hp that he should not continue with therapy. The tsr advised the hp to disconnect and contact the peritoneal dialysis nurse (pdrn) immediately if possible. On (B)(6) 2010 product surveillance spoke with the pdrn who stated the hp did call regarding this incident and she confirmed the patient line disconnected from the transfer set. The rn stated there were no adverse events. The pdrn stated she reviewed and retrained the hp with proper connection technique. The rn stated the hp was not connecting supplies properly causing the disconnect. The rn stated this patient has been doing fine with therapy since this incident. The rn stated the hp tapes a piece of sterile gauze around the connection for comfort reasons. No additional information was available.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a connection issue. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on information obtained during baxter's investigation, the root cause was determined to be user error as the nurse stated that the hp was not connecting supplies properly causing the disconnect. The at-home guide instructs users to check all disposable set connections for a secure fit before beginning therapy. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.